Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified and heavily tortuous vessel in the diagonal artery. The 2.5x28mm xience skypoint stent delivery system (sds) met resistance with the lesion during advancement and failed to cross due to the anatomy. The sds was removed independently. There was resistance during removal. A non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.